Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 22 mg/dl. Customer current blood glucose reading was 118 mg/dl. Customer blood glucose reading at the time of the incident was 22 mg/dl. Customer treated their low blood glucose reading with food. Infusion set was changed on (B)(6) 2017 at 2:25 pm. Customer stated they had a lot stress. Customer was advised to avoid strong magnetic fields. Customer was advised to visit their healthcare provider. Customer also had lost sensor. Insulin pump will not be returned for analysis.